Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker was failing to be interrogated via inductive telemetry. The pacemaker was explanted and replaced. The patient was in stable condition.